Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 31 mg/dl. The customer stated that the emergency medical services were called and assisted in treating the low blood glucose. The customer stated that they were wearing the insulin pump at the time of event. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.